Manufacturer narrative:
Since the device was not returned to the MFR for analysis, co investigation of this event was limited to a trend analysis and review of the device history record on this cat/lot number. A trend analysis was performed on similar reports involving this cat/lot number and a trend was not identified. In addition, a review of the device history record was performed on this cat/lot number and no mfg variances were identified in relation to this event. Teh MFR's investigation of this event is inconclusive; however, themfr is in the process of reintroducing another needle product line based on customer preference and requests conveyed through the MFR's customer service, complaint's department, clinical and sales rep. No further details are available. The MFR is now closing its file on this event.

Event description:
On 2/5/97, the MFR received a report from its foreign distributor detailing incidents which had occurred at a facility in their territory. The report states that the facility has complained that the "new style" needles are blunt, difficult to insert, and "appear to be more curved" in comparison to the "old style" needles. The distributor reported that there had been 2 different reports concerning different pts; however, they were unable to supply pt info at that time.